Event description:
It was reported that a revision surgery was done in which surgeon was trying the get oxinium 36 head off from the spectron ef cemented. The stem was so tight and unable to take out so finally whole stem came out from patient and they needed to change stem also.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Our clinical analysis noted that no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should the device or additional information be received, the complaint will be reopened.